Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after opening the package before use, the foley catheter temperature sensor cable kinked near the funnel, so discontinued use. The temperature sensor was kinked.

Manufacturer narrative:
The reported event was confirmed ¿ cause unknown. The product had caused the reported failure. Evaluation has been performed and observed the temperature wire sensing was slightly kink. The resistance across the thermistor plug was measured and was able to obtain a reading. Dissected catheter and observed no damage/abnormality at the thermistor wire connection. Therefore, the exact cause of how and when problem occurred could not determine. A potential root cause for this failure could be (example: operator error/user related/poor packaging method/contact with some force). The labeling and instructions for use were found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Therefore, no additional action is required at this time. Correction: d,h this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after opening the package before use, the foley catheter temperature sensor cable kinked near the funnel, so discontinued use. The temperature sensor was kinked.